Event description:
The customer reported "cottonoids has only 9 each instead of 10 each". We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. The reporting decision has been changed to serious injury.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. The reporting decision has been changed to serious injury. Upon completion of the investigation, the manufacturing documentation for lot 355743 was pulled and reviewed. The review was conducted and did not yield any findings out of the ordinary relative to the production of this lot. Root cause is likely due to operator error. Per the requirements of the specification the operator is required to count the amount of surgical strips prior to sealing them in the package. Corrective action will be to review this complaint with the applicable operators (B)(4) and also review the requirements of (B)(4). Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.